Manufacturer narrative:
Request from FDA: we¿ve reviewed MDR # 1823260-2020-01554 and have a follow up question. Your investigation determined that the return of the questionable device was due to exposure to environmental factors. In your follow-up report on (B)(6), 2020 you indicated that the strip vial, desiccant, and vial cap were inspected and found to be acceptable, however, you concluded that the returned strips had been exposed to environmental factors. Can you please explain how you identified environmental factors as the root cause for the unusual results? Reply from manufacturer: the determination of environmental factors as the likely cause of the event was based on the observed discolored reagent of a returned strip. Discolored reagent is an indication that the strip has been subject to humidity, heat, or moisture. The discolored strip was further tested and gave an outlier result. Previous open vial studies performed internally have identified that discolored reagent is an indication of an exposed strip. The attached pictures are an example of how the investigation identified likely environment exposure. These pictures are not of the returned test strip for this complaint, but were taken to illustrate how it can be visually seen that a strip has been exposed to environmental factors. You can see the difference in the color yellow of the reagent. The color of the strip may vary. The package insert for the strips describes the test strip storage and handling as follows: -use the test strips at temperatures between 61¿95 °f (16¿35 °c). -use the test strips between 10¿80 % relative humidity. Humidity is the amount of dampness in the air. -store the test strips at temperatures between 39¿86 °f (4¿30 °c). -do not freeze. -store unused test strips in the original container with the cap closed. Do not remove test strips from the test strip container and put them into another container such as a plastic bag or pocket, etc. -close the container tightly immediately after removing a test strip to protect the test strips from humidity. -use the test strip immediately after removing it from the container. -discard test strips that are past the expiration date printed on the test strip container. If the expiration date is missing or illegible, do not use the test strips.

Manufacturer narrative:
The reporter's strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. The investigation determined the returned strips had been exposed to humidity, heat or moisture. The customer's questionable results were caused by environmental factors. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s strips were requested for return. It was noted that the strips had been discarded and they won't be available to send back. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(6). The initial meter reading at 1:52 am was 22 mg/dl. The medical staff questioned the initial result and repeated the test. The repeated result was 208 mg/dl at 1:57 am. The medical staff expected the patient's result to be in the repeated range. No treatment was issued based on the meter readings and the patient is doing fine.